Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 4. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility, swelling and bleeding. No further patient complications were reported.